Event description:
It was reported that aspiration was lost. This 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During the second pass with the device, the fluid was clear and was not aspirating. The physician was concerned about a possible blockage in the catheter. Attempts were made to reprime the device, but there was still no aspiration. The device was removed, and the procedure was completed with another of the same device. There were no patient complications.